Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in a capd disposable disconnect y-set. This was described as ¿as the amount of double volume increases, a hole is created as the bag increases¿. This was observed during use of the device for continuous ambulatory peritoneal dialysis therapy (capd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: this was further described as ¿the drainage bag was filled to some extent and expanded on its own, and seemed to burst under pressure¿. H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the drain bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the hole. The reported condition was verified. The cause of the condition was related to manufacturing caused by excess solvent. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.